Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had pain in the middle of his shoulders which started one to two weeks prior. It was noted that this was a sudden change in therapy/symptoms. No falls or traumas were reported that could have been related to this issue. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.